Event description:
New information received noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for right ventricular (rv) lead explant procedure. The rv lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces for analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.